Manufacturer narrative:
Humidifier in6tflg sn (B)(6).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has throat trouble, nose irritation, persistent cough, shortness of breath, headache, nausea, vomiting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection of the device was completed by the manufacturer and found dust contamination on the pca, on the top of the blower box. The manufacturer also received a humidifier with the device. An internal visual inspection of the humidifier was completed by the manufacturer and found contamination on bottom enclosure of the humidifier, on the humidifier lid seal. Mineral deposits in the water tank. Contamination on blower box and on pca. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust found were external to the device and mineral deposit consistent with water tank. The manufacturer concludes there was no evidence of sound abatement foam degradation.